Manufacturer narrative:
Service was dispatched to the site in response to this event, and hardware issues were addressed. The instrument was returned into service after repair.additionally, sample handling and collection techniques potentially contributed to this event.a definitive root cause for this event is unknown at this time.

Event description:
The customer reported that imprecise vitamin b12 results, within and above the normal reference range, were generated on an access 2 immunoassay system for three patient samples. The customer had indicated that this issue had reoccurred, on occasion, since (B)(6) 2011. Initial and multiple repeat vitamin b12 results for three patients, generated on the same instrument and the same samples did not meet the precision claims of the assay. The results were not reported outside of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. The sample was collected in an 8.5ml serum separator tube and allowed to clot for 25-30 minutes. The sample was centrifuged then poured into a plain red tube and frozen, unless collected on the day of testing. Prior to testing the sample was thawed and mixed. If collected on the same day as testing, the sample was poured into a plain red tube prior to testing. The samples were poured off rather than pipetted. The customer indicated that quality control results at the time of this event did not demonstrate imprecision. The instrument special clean and system checks had been passing at the time of the event and there were no errors posted to the instrument event log. No instrument flags were generated on results printouts. No specific patient information was provided by the customer.